Event description:
A patient experienced an increase in cluster seizures on (B)(6) 2016. Patient¿s first appointment following implant surgery was on (B)(6) 2016. Patient¿s physician was wondering if the increase in seizures could be related to vns. The patient was set to nominal settings on the day of implant. Patient was described to be anxious and went through stress recently due to mother passing and recent hip surgery. It is possible that this could have led to an increase in anxiety level and seizures. The patient also is vocal and has never communicated that vns was bothering him. Patient was seen on (B)(6) 2017 after the visit on (B)(6) 2016. Per notes, patient had a flurry of seizures on (B)(6) 2016. It is unknown if the seizures were above or below pre-vns baseline. The patient had not had any seizures since (B)(6) 2016. No known interventions were taken regarding the seizures on (B)(6) 2016. No additional relevant information was received.

Event description:
Patient was reported to be experiencing more seizures than prior to receiving vns therapy until settings were changed. The seizures were believed to be related to vns. Per the physician, the flurry of seizures on the day after vns setting was changed is probably due to anxiety or stimulus currents. Since patient did not experience seizures after that, patient is to continue current settings until the next dosing appointment. Per data reviewed, there were 40 auto stimulations provided on 12/08/2016 and 49 autostims provided on 12/09/2016.